Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella 5.0 device for mechanical circulatory support. According to the transesophageal echocardiography [tee], the impella appears to be close to the posterior mitral leaflet [pml]. There was a papillary muscle rupture found to have resulted in a massive myocardial infarction [mi]. The surgeon decided to remove the impella due to the poor position and massive mi. In addition, a left ventricle [lv] thrombus was found and the patient was noted to be in critical condition with renal failure. The impella was explanted and the patient continued on extracorporeal membrane oxygenation.